Manufacturer narrative:
Manufacturer ref #: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by a healthcare professional, during an endovascular embolization to the middle cerebral artery, an unspecified stent was impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31492228) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and found that the proximal end of the microcatheter was kinked/bent. The doctor replaced a new microcatheter to deliver the same stent to complete the procedure. Additional event information received on 28-may-2025 indicated that the event did not result in any undue procedural delay that could be considered clinically significant nor did the event result in patient harm. The stent used was a 4.5 mm x 22 mm enterprise stent (enc452212, lot unknown). It was noted that the break in material integrity at the site of the kink pf the mc was "crease". There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained. One (1) picture was provided with the complaint report. The photo shows the proximal section of the catheter shaft with a visible twist near the ID band. The rest of the device is not visible, and no other damage or anomalies can be observed. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one kink was found next to the ID band of the microcatheter. No other damages were found. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31492228 number, and no non-conformances related to the malfunction were identified. The customer complaint is confirmed based on the kink on the microcatheter. It is suggested that the kink is the result of the rhv overtightening, and according to the risk documentation, the inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The complaint was submitted with a photograph of the device, which is pending further analysis. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, during an endovascular embolization to the middle cerebral artery, an unspecified stent was impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31492228) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and found that the proximal end of the microcatheter was kinked/bent. The doctor replaced a new microcatheter to deliver the same stent to complete the procedure. Additional event information received on 28-may-2025 indicated that the event did not result in any undue procedural delay that could be considered clinically significant nor did the event result in patient harm. The stent used was a 4.5mm x 22mm enterprise stent (enc452212, lot unknown). It was noted that the break in material integrity at the site of the kink pf the mc was ¿crease¿. There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained.